Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Smartphone compatibility with the use of freestyle librelink and the xiaomi poco x3 (B)(6) device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm failed to trigger with the freestyle libre 2 sensor, and as a result customer experienced a loss of consciousness and required treatment. The customer did not have further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm failed to trigger with the freestyle libre 2 sensor, and as a result customer experienced a loss of consciousness and required treatment. The customer did not have further information. There was no report of death or permanent injury associated with this event.